Event description:
It was reported that upon treating an aneurysm, the coil did not detach with multiple attempts. Upon retraction of the device, it was observed that the coil had detached from the delivery pusher. Another microcatheter was positioned. During this manipulation, the coil was pushed further distally in the aneurysm. Attempts were made to retrieve the coil. The coil was removed successfully with a solitaire retrieval device. No harm was reported. On (B)(6), 2013 the pt was reported to be fine.

Manufacturer narrative:
Sample analysis: an analysis of the device in complaint has not been performed as the device has not been returned for eval to date. The root cause of this complaint cannot be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.